Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, pacing inhibition with approximately 2.5 seconds of asystole, and increased pacing threshold measurements. The rv and shock impedance measurements have been stable. There were previous episodes of pacemaker mediated tachycardia (pmt) noted. Troubleshooting was performed, and the rv noise was unable to be reproduced. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information received reported that the rv noise was unable to be reproduced via pocket manipulation, isometrics, or with different positions or movements. It was determined that the episodes of no pacing occurred while the patient was mowing their lawn while wearing an oxygen generator. It was noted this was most likely the source of the noise. Patient recommendations were discussed. No adverse patient effects were reported. The device and lead remain in service.